Event description:
Discomfort of joints [musculoskeletal discomfort]. Knee swelling [joint swelling]. Knee effusion [joint effusion]. Case description: spontaneous report received on 21-jan-2009 from a company representative regarding a female patient with an unknown history, (B)(6), who called in to report that she experienced swelling (nos), discomfort (nos) and knee effusion after starting synvisc. The patient received her first synvisc injection into an unspecified knee on (B)(6) 2009. She had swelling twenty-four hours later and called the manufacture on (B)(6) 2009 to ask what to do. On (B)(6) 2009, she called her doctor due to the discomfort and went to the emergency room at the hospital. Her doctor extracted some liquid from her knee and she was off work. At the time of this report, the outcome of the patent was unknown.